Event description:
It was reported that pump displayed malfunction alarm with no notable events prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared alarm with no recurrence, and was advised to continue using pump and call back if malfunction alarm appeared again, which customer acknowledged and understood.